Event description:
Healthcare professional reported patient's anxiety with the product. Upon explant the device was found to be ruptured; total capsulectomy performed. Affected side is right. The device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was broken shell. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one sharp edge broken/opening in the shell with wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken/opening in the shell with wear abrasion in the side posterior assessed as surgical impact opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product.